Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to recurrent dislocations of the ceramic head from the poly liner. Both devices were revised. The devices are allegedly available for return, and the rep confirmed that no further information will be available.

Event description:
It was reported that the patient's right hip was revised due to recurrent dislocations of the ceramic head from the poly liner. Both devices were revised. The devices are allegedly available for return, and the rep confirmed that no further information will be available.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. It was reported that the patient was inquiring if the reported device is subject to a recall. Based on the review, none of these reported products have been involved in a recall. H3 other text : device not returned.